Event description:
During troubleshooting for an unrelated alarm during dwell six of seven on a homechoice (hc) machine, it was reported that the home patient (hp) received a system error 2267 (air and fluid in set) alarm. The technical service representative assisted the caregiver (cg) in clearing the alarm and advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.